Manufacturer narrative:
Product analysis the reported endoleak was confirmed on the films provided; however, the exact type or cause of the event could not be determined. The migration of the stent graft could not be confirmed on the limited films provided. The anatomy at implant is unknown, and CT¿s/angiograms post-implant were also not provided; therefore, a complete assessment of the stent graft in-vivo configuration and endoleak evaluation could not be performed. It is possible that the observed endoleak was a type ib endoleak and that anatomical patient factor may have been a factor in its occurrence but other endoleaks (e.g. Type iii) also could not be ruled out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: v nmc3737c90tj, serial/lot #: (B)(4), ubd: 02-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in a patient for the endovascular treatment of a thoracic descending aneurysm. It was reported during a 2 years follow-up, a CT was performed and it was noted that the stent graft was pulled into the aneurysm and the landing on the distal end of the stent graft was lost. It was stated that a type ib endoleak occurred. Intervention was performed, and two stent grafts vnmc3737c182tj and vnmc3737c90tj were implanted which resolved the event. As per the physician, the cause of the event could not be determined. It was reported that when the 2 valiant navions were implanted, the navion was implanted at the upper end of the celiac artery. At follow-up CT after 1 year, it was noted that stent graft migrated to the center side and a type ib had occurred. It could not be determined which of the navion stent grafts migrated and contained the endoleak. Intervention was performed 6 days following the CT where a non mdt graft was implanted. As per the physician the cause of this event is anatomy, it was said the graft was able to be implanted to the celiac artery upper end but as a result the landing length might be short. No additional clinical sequalae were provided and the patient is fine.